Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation.A labeling review could not be performed since no material number was provided.The DHR Review could not be performed without a lot number.Corrections made to tab(s) B, F, H.The reported product number is unknown. The UDI number for this product is not available. H11: Section A through F - The information provided by BD represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to BD. This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.

Manufacturer narrative:
THE INVESTIGATION IS STILL IN PROGRESS. ONCE THE INVESTIGATION IS COMPLETE A SUPPLEMENTAL REPORT WILL BE FILED. THE REPORTED PRODUCT NUMBER IS UNKNOWN. THE UDI NUMBER FOR THIS PRODUCT IS NOT AVAILABLE. H11: SECTION A THROUGH F - THE INFORMATION PROVIDED BY BD REPRESENTS ALL THE KNOWN INFORMATION AT THIS TIME. DESPITE GOOD FAITH EFFORTS TO OBTAIN ADDITIONAL INFORMATION, THE COMPLAINANT / REPORTER WAS UNABLE OR UNWILLING TO PROVIDE ANY FURTHER PATIENT, PRODUCT, OR PROCEDURAL DETAILS TO BD.

Event description:
IT WAS REPORTED BY CUSTOMER THAT THE PURE WICK SYSTEM WAS PURCHASED BUT THERE WAS NO SUCTION AND THEY HAVE CHECKED, THERE WAS STILL NO SUCTION AND THEY HAVE REQUESTED FOR A REPLACEMENT AS THEY HAVE SPENT $427.00 FOR 30 CATHETERS PER MONTH. THEIR HUSBAND HAS A DEEP TISSUE WOUND ON HIS BOTTOM, AND THEY NEED TO STAY DRY AT ALL TIMES, WHICH WAS NOT HAPPENING BECAUSE THE SYSTEM WAS NO LONGER WORKING AND IT WAS INCREASING THE CHANCE FOR ADDITIONAL COMPLICATIONS AND RISK OF INFECTIONS. THEY HAVE CONTACTED EVERYONE FOR NEW SYSTEM, BUT THEY DID NOT RECEIVE. THEY HAD TO PURCHASE ANOTHER KIT BECAUSE NEW SYSTEM WAS NOT SENT TO THEM. THEY WANT JUST TO REPLACE A PURE WICK SYSTEM BECAUSE THEY ARE USING FOR LESS THAN A YEAR. NO MEDICAL INTERVENTION WAS REPORTED.

Event description:
It was reported by customer that the Pure Wick System was purchased but there was no suction and they have checked, there was still no suction and they have requested for a replacement as they have spent $427.00 for 30 catheters per month. Their husband has a deep tissue wound on his bottom, and they need to stay dry at all times, which was not happening because the system was no longer working and it was increasing the chance for additional complications and risk of infections. They have contacted everyone for new system, but they did not receive. They had to purchase another kit because new system was not sent to them. They want just to replace a Pure Wick System because they are using for less than a year. No medical intervention was reported.Per customer via phone on (b)(6) 2026, it was reported that they had spoken to several rep including the troubleshooting team, nurses, and management to have this issue resolved. Customer stated that they have done everything to make the device function properly and it still continues to have suction issues. Customer stated that they just want a replacement device to resolve the issue. Tried to provide customer with information on how to move forward and they became very irate. Call was disconnected due to customer being verbally abusive. No further details were provided.